Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime test, basic occlusion test, occlusion test and rewind test. Software error and the motor arm cannot communicate with the main arm found in the device history file. Unable to determine the root cause, problem isolated to the electronic assembly electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had multiple pump error alarm during basal. The customer¿s blood glucose level was 125 mg/dl and current blood glucose level was 420 mg/dl. The customer declined troubleshooting for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The insulin pump will be returned for analysis.